Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. (B)(4). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified the autofill failure. The fse also found blood present in the patient interface module/pneumatic module assembly and replaced it. The fse stated that the blood in the iabp appeared old and dried, and the diagnostic error logs showed that the blood back event probably occurred in (B)(6) 2018. There were multiple ¿gas loss in iab¿ messages and failed autofill messages in the log in the time period from (B)(6) to (B)(6). The fse stated that to his knowledge, getinge was never notified of any issues with the iabp at that time. There was no information on any patient injury. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that an autofill failure occurred on the cardiosave intra-aortic balloon pump (iabp) while in use on a patient. No adverse event was reported.

Event description:
It was reported that an autofill failure occurred on the cardiosave intra-aortic balloon pump (iabp) while in use on a patient. No adverse event was reported.